Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016 product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity co unter). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, oversensing, and short v-v intervals on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead remain in use and a new right ventricular (rv) lead was implanted. Approximately 5 years later the lead was capped. No patient complications have been reported as a result of this event.